Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that many bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled the following information was provided by the initial reporter: "per customer, over 30 pts had to be redrawn as a result (all were redrawn on (B)(6) 2020). No physical samples are available but images were provided."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that many bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled the following information was provided by the initial reporter: "per customer, over 30 pts had to be redrawn as a result (all were redrawn on (B)(6) 2020). No physical samples are available but images were provided."